Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure the distal helix came out of the lead beyond the tip while advancing through the superior vena cava. Of note, the helix mechanism was not tested prior to implant. The device was not implanted. No patient complications have been reported as a result of this event.